Event description:
A customer reported a display issue on their pump, describing it as a blue square on the screen, which affected their ability to interact with the device. Despite this issue, there was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, provided instructions for the use of the new pump and the return of the problematic one, and confirmed delivery details. The customer acknowledged and understood the instructions provided.